Event description:
When the employees removed a lid to place the tray in the washer it was noted that blood was on some of the instrumentation in the case. After closer inspection these employees found numerous dirty instruments. They proceeded to begin cleaning these instruments and found old blood and bone particles within some cannulated instruments.